Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During routine 45 day follow up it was noted the closure device shifted more proximal. There were no leaks noted. The physician is planning to remove the closure device on (B)(6) 2025. There were no patient complications.